Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The technical support team provided information on resetting the pump and assisted the caller in completing this task. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again. No additional information about the outcome was provided.